Event description:
It was reported that during the treatment of an aneurysm not in the coronary (off label use) when advancing the stent to the lesion, for an unknown reason, the stent was pulled back into the guide catheter and the proximal edge of the stent caught on the distal edge of the guide catheter and dislodged. A balloon was advanced beyond the stent, inflated and pulled back, crushing the stent into the guide catheter tip. In pulling everything back as a unit the crushed, stent dislodged from the catheter tip and remained on the guide wire. A snare device was used successfully to remove the stent without further incident. No additional info available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.